Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less IV fluid than intended. No specific programming parameters pt or event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, the customer contact indicated that since this occurred in (B)(6) 2011, the customer contact was unable to provide add'l info.